Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the tip of the returned screwdriver is broken. The breakage pattern around the tip has the characteristics of a ductile overload fracture. The device was manufactured in 2012, so it can be said that it has performed its function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Before every operation, ensure that all devices to be used during the operation function correctly with each other.¿ based on investigation, the root cause was attributed to a normal wear related issue. The device was manufactured in 2012, so it can be said that it has performed its function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that when the surgeon was inserting a screw into a patient that had a tibial fracture, the tip of the screwdriver broke off and could not be retrieved from the patient. Additionally reported: the surgeon attempted to remove the piece of the screwdriver but didn¿t want to compromise the fracture. Tip of screwdriver was left in the patient. Surgical delay of 5 minutes the bone was not hard

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that when the surgeon was inserting a screw into a patient that had a tibial fracture, the tip of the screwdriver broke off and could not be retrieved from the patient. Additionally reported: the surgeon attempted to remove the piece of the screwdriver but dint want to compromise the fracture. Tip of screwdriver was left in the patient. Surgical delay of 5 minutes. The bone was not hard.